Event description:
It was reported that an unspecified alarm occurred. There was no reported adverse effect to the customer's blood glucose level. The customer was advised to call back if the issue occurs again for further troubleshooting.